Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 400mg/dl during these events and manual injections were administered to address the bg levels. Reportedly, the customer would troubleshoot the issue on their own and would find that the occlusion were within the cartridges. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be verified. A follow-up call to ensure the customer's bg levels decreased was declined by the customer.